Manufacturer narrative:
Concomitant product: product ID: neu_unknown_ext, product type: extension. (B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported that when connecting the percutaneous extension to the tined lead, the setscrew proximal to the patient's wound (closest to the tines of the tined lead) did not lock. The torque wrench provided torque to the other three screws, but not the last one. The torque wrench just kept spinning. Electrodes 0 and 1 were noted as inactive when being tested on the table. The other electrodes, 2 and 3, produced appropriate s3 motor responses between 0.5 and 1.0 ma. With the external neurostimulator assembled, the patient noted a comfortable sensation at 0.2 ma with electrodes programmed to 3- and 0+. No elevated impedances with the system were noted and the patient had a successful trial outcome. When the extension was removed 14 days later, the lead was noted to have blood/fluid inside it. It was stated the plastic boot was secured over the setscrews of the percutaneous extension to protect against blood entering the product. It was noted that the case was "very bloody" and there was blood on the tined lead that possibly entered prior to it being connected to the percutaneous extension and attaching the plastic boot. Actions taken included ensuring the lead and connectors were dried as the case was bloody. The physician decided to lead the lead in situ whilst the patient had a successful outcome. The lead would be replaced if it failed in the future. The issue was resolved at the time of the report.